Event description:
This rv lead was implanted on (B)(6) 2007 and capped on (B)(6) 2012. The md did not want to leave it in anticipating a problem in the future. There were no patient adverse effects. The procedure took place at (B)(6) medical center with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).